Manufacturer narrative:
The cam position was at setting 4. The valve was visually inspected; no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was program tested, the valve passed the tests. The siphon guard was removed for pressure testing. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined, as no problem was found with the valve. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Rep reported in a phone call that the patient was implanted with a certas valve 1 year ago, (date is unknown). Valve was set at 4, and the doctor did not feel the valve was draining appropriately. As a result the device was revised.

Manufacturer narrative:
(B)(4). Upon completion of investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device is under investigation.